Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker-dependent patient presented in clinic on (B)(6) 2018 with a complaint of palpitations during the two prior days. Interrogation of the implantable cardioverter defibrillator's stored episodes from these dates showed ventricular tachycardia that was incorrectly determined to be supraventricular tachycardia. The patient did not receive therapy during these events. Device programming changes were discussed, but no intervention was reported. The patient was stable and would continue to be monitored.